Event description:
It was reported that a lens was removed intraoperatively due to capsule break. It is unk when the capsule damage occurred. Additional info has been requested, but no additional info has been received. Ref MDR#: 131525-2015-01546 for the delivery device that was used during this event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.